Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump gave an error message alarm. The customer¿s blood glucose level was unknown. No further details were given. They were advised to have the customer discontinue use of the insulin pump and revert to back-up plan per health care professional¿s instructions. The device will not be returned for analysis.